Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion prime/delivery and excessive no delivery tests. Unit had cracked reservoir tube and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer had high blood glucose of 500 mg/dl. Customer treated high blood glucose with five units of insulin. Troubleshooting was performed to determine reason for high blood glucose. During troubleshooting, insulin pump passed high pressure test. Customer was advised to change infusion set, reservoir and insulin and to contact healthcare professional regarding unexplained high blood glucose.